Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medwatch report 2 of 2 (reservoir): 3004209178-2011-80756.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that he had treated himself the night before, for high blood glucose levels of 343 mg/dl. The customer stated that his wife found him unresponsive and called the paramedics. The customer also stated that he had a no delivery alarm during manual prime. Nothing further was reported.